Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admitted patients were shown as auto discharged. The technical support specialist confirmed pharmacy it performed a reverse discharge via the es server. Upon remote verification, the 'reverse discharge' checkbox was checked, the patient reappeared on the station, and medication access was restored. Functionality was confirmed to be working properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the admitted patients were shown as auto discharged. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.